Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was 47 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer did not report motor position encoder error alarm. Customer was able to rewind and give him a motor error again. Customer received 2 motor within the last 30 days. The customer was advised that the device would be replaced. The customer reported via phone call indicating that the insulin pump alarm motion sensor test failure and excessive no delivery alarm during manual prime. Customer's blood glucose at time of incident was 47 mg/dl. Customer declined to troubleshoot. The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 47 mg/dl. Customer was treated with food.